Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID; etlw1613c93e; s/n: unknown; use by date: unknown; upn #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and endurant stent graft system were used prophylactically in the endovascular treatment of the patient in conjunction with an endurant stent graft. It was reported that on 10 days later the patient presented emergently with sudden pain in the left leg. A CT scan identified thrombosis of the left and right leg of the endurant. Intervention was first attempted with thrombectomy on the same day. The patient again presented with pain in the lower limbs 8 days later and so a femoral-femoral bypass was performed. The event remains unresolved and the patient is still hospitalised. Per the physician the cause of the occlusion event is related to the stent graft. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: product ID; etlw1613c93e; s/n (B)(4); use by date:25-jul-2020; upn # 00643169780569. Additional information received: it was reported that the intervention procedure was successful and the patient left the hospital two days after the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.